Event description:
It was reported that cgm error 42 occurred while customer was using g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for a complete pump reset, and after completing reset, error did not return and sensor session was successfully started.